Event description:
It was reported there is ECG (electrocardiogram) noise, and the cable is unable to be disconnected from the programmer port. The stylus is also not working consistently, and the programmer makes intermittent noises. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. ECG (electrocardiogram) connector is very loose. The cable is unable to be disconnected from the programmer port. System fan is noisy.